Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been returned to manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.